Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. UDI: (B)(4).

Event description:
On (B)(6) 2016, this patient was implanted with a gore® viabahn® endoprosthesis to treat an in-stent restenosis in the right superficial femoral artery. On (B)(6) 2016, the patient presented with claudication symptoms most likely due to stent occlusion. On the same day, the patient was treated with 100mg of cilostazol.